Manufacturer narrative:
Date sent to FDA: 7/7/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent partial removal surgery and incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted multiple densely adherent loops of small bowel to plicate a previously placed mesh. He further noted a tear in the center potion of the mesh, with a recurrent hernia. Circumferential dissection of the hernia sac to the level of the previously placed mesh and fascia was undertaken. Multiple dense adhesions of small bowel loops to the mesh were meticulously taken down, and the mesh was partially removed. Portions of the mesh had to be left on the bowel reduce risk of bowel injury. It was reported that the patient experienced severe pain, severe adhesions, inflammation, bulging, stress and anxiety. No additional information is provided.